Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, inspected the cartridge and pump for any issues. They were instructed to clean the pneumatic tap area and ensure the cartridge was correctly attached. The customer successfully completed the load process and resumed insulin use.